Event description:
It was reported that the patient increased food intake, including snacks such as chips and cookies, to avoid low glucose, which resulted in elevated blood glucose reaching 229; the care team guided a factory reset of the ilet, after which the system returned to bionic mode. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.